Event description:
It was reported the device was used for a vats procedure. It was reported by the affiliate that on the fourth firing the jaw did not open and cartridge fell into the pt. The cartridge was retrieved from the pt. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: channel width out design specification/damaged firing mechanism. Based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged mechanism. The cartridge retention feature was measured and was found to be out of design specification, which may have caused the cartridge to become dislodged. No conclusion could be reached as to how this damage occurred. This inquiry was originally reported as an rpo "record purpose only." Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuoulsy improve its products.